Event description:
It was reported that "during a popliteal aneurysm repair procedure, clips came loose, causing bleeding, which required redoing the entire hemostasis with prolene sutures, prolonging the operating time due to active bleeding." Additional information received on 17 march 2026, indicated that "the patient presented with a hematoma at the surgical sites. A CT angiogram was performed on (B)(6), revealing a hematoma in contact with the graft without active bleeding. The postoperative course was relatively straightforward, with a longer hospital stay than usual."

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. If the sample becomes available at a later date a follow-up report will be submitted with investigation results. Teleflex will continue to monitor and trend for reports of this nature.